Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare professional reported left side "cholelithiasis, epigastic pain, nausea, elevated lfts, choledocholithiasis. Persistent left lower lobe airspace opacity suggesting pneumonia. Patchy opacity at the left lower lobe posteriorly, prominent common bile duct which demonstrates distal tapering without obstructing lesion. Decreased gallbladder distention. Layering sludge and/or tiny calculi within the gallbladder, without pericholecystic inflammatory changes, ptosis grade-moderate, capsular contracture baker grade IV. Patient has narrowing/increased projection of implant, capsule firm to palpation, patient complaints of intermittent pain to this site.", fever not device related, history of epstein-barr virus infection and "cap con's pain/deformity/implant firmness", mammography showing fluid. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fever: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side "cholelithiasis, epigastic pain, nausea, elevated lfts, choledocholithiasis. Persistent left lower lobe airspace opacity suggesting pneumonia. Patchy opacity at the left lower lobe posteriorly, prominent common bile duct which demonstrates distal tapering without obstructing lesion. Decreased gallbladder distention. Layering sludge and/or tiny calculi within the gallbladder, without pericholecystic inflammatory changes, ptosis grade-moderate, capsular contracture baker grade IV. Patient has narrowing/increased projection of implant, capsule firm to palpation, patient complaints of intermittent pain to this site.", fever not device related, history of epstein-barr virus infection and "cap con's pain/deformity/implant firmness", mammography showing fluid. Device was explanted.

Event description:
Healthcare professional reported left side "cholelithiasis, epigastic pain, nausea, elevated lfts, choledocholithiasis. Persistent left lower lobe airspace opacity suggesting pneumonia. Patchy opacity at the left lower lobe posteriorly, prominent common bile duct which demonstrates distal tapering without obstructing lesion. Decreased gallbladder distention. Layering sludge and/or tiny calculi within the gallbladder, without pericholecystic inflammatory changes, ptosis grade-moderate, capsular contracture baker grade IV. Patient has narrowing/increased projection of implant, capsule firm to palpation, patient complaints of intermittent pain to this site.", fever not device related, history of epstein-barr virus infection and "cap con's pain/deformity/implant firmness", mammography showing fluid. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, d.6b, h.6.